Event description:
A customer reported the adc freestyle libre 2 sensor fell off after 3 days of wear. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis. The customer was provided unspecified treatment by both non-hcp and a healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 device manufacturing has been updated based on the extended investigation. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor fell off after 3 days of wear. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis. The customer was provided unspecified treatment by both non-hcp and a healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as section (h10) addtl mfg narrative was incorrectly documented in previous report. Section (h10) addtl mfg narrative has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor fell off after 3 days of wear. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis. The customer was provided unspecified treatment by both non-hcp and a healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.